Event description:
It was reported that during an elective replacement procedure in 2007, the leads were reversed in the header of the pulse generator. This was noted after the procedure and later corrected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.